Event description:
It was reported that during a routine follow up, dislodgement of the left ventricular lead was observed. The patient was asymptomatic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.